Event description:
The pt tested his blood glucose on suspect device and it was 281 mg/dl. He took his insulin on a sliding scale based off on suspect device reading. Two hours later he bottomed out and had to be taken to the nurses station at work. They tested his blood glucose and it was 46 mg/dl.